Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infection. The surgeon did a washout and replaced the components. No product failure.